Event description:
It was reported that a revision was performed due to dislocation/luxation.

Manufacturer narrative:
The associated device was returned and evaluated. Visual inspection of the device noted various signs of damage/ deformation. The device was manufactured in 2013. A review of complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A dimensional inspection of the returned liner noted no manufacturing deviations, the liner dimensions are within manufacturing specifications. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.